Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] inflammation of the entire urogenital sphere [genital tract inflammation] sleep disorder [sleep disorder] overactive bladder [overactive bladder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-apr-2025. The most recent information was received on 02-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted (lot no. 50743043) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, one day after essure insertion, she experienced pelvic pain (seriousness criterion medically important), genital tract inflammation ("inflammation of the entire urogenital sphere"), sleep disorder ("sleep disorder") and hypertonic bladder ("overactive bladder"). At the time of the report, the pelvic pain had not resolved. The outcomes for genital tract inflammation, sleep disorder and hypertonic bladder were unknown. No causality assessment was received for essure with regard to genital tract inflammation, pelvic pain, sleep disorder or hypertonic bladder. The reporter commented: date of occurrence: (B)(6) 2014. Period of occurrence: regularly. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Inflammation of the entire urogenital sphere [genital tract inflammation]. Sleep disorder [sleep disorder]. Overactive bladder [overactive bladder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted (lot no. 50743043) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, one day after essure insertion, she experienced pelvic pain (seriousness criterion medically important), genital tract inflammation ("inflammation of the entire urogenital sphere"), sleep disorder ("sleep disorder") and hypertonic bladder ("overactive bladder"). At the time of the report, the pelvic pain had not resolved. The outcomes for genital tract inflammation, sleep disorder and hypertonic bladder were unknown. No causality assessment was received for essure with regard to genital tract inflammation, pelvic pain, sleep disorder or hypertonic bladder. The reporter commented: date of occurrence: (B)(6) 2014. Period of occurrence: regularly. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.